Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. It was unable to verify for flashing screen or display anomaly due to blank display. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump might have been exposed to moisture. The customer stated that it might have been splashed with water and there might be moisture under the screen. The customer stated that 6 weeks ago, the screen of the insulin pump was scrolling when trying to deliver a bolus. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.